Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient experienced a fall at an unknown date. Thereafter, the patient was unable to experience effective stimulation. Diagnostics revealed high impedances on all contacts of the lead. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.